Manufacturer narrative:
Visual analysis was performed on the returned device. The reported delivery catheter damage was confirmed. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. The broken shaft of the delivery catheter was located at a kink indicating that excessive bending force was applied either during the attempt to load or when removing the delivery system from the loading tray. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps) the filter could not be loaded into the delivery catheter pod. A new emboshield was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information as provided. Subsequently, after the emboshield nav6 was returned for analysis it was observed that the shaft on the delivery system was broken. It was confirm that the shaft broke when attempting to load the filter. No additional information was provided.